Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, however failed the self test due to missing segments/partial display. The pump was received with missing segments/partial display due to moisture damage on the lcd and electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had condensation underneath the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.